Event description:
The customer received a blood glucose reading of 143mg/dl on the contour meter, re-tested on a different meter and the reading was 73mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer strips are expected to be returned for evaluation. Replacement test strips and meter were sent to the customer.

Manufacturer narrative:
Model number was not provided.